Manufacturer narrative:
The problem was due to a component failure (software/firmware bug). We are unaware about patient injury.

Event description:
The laser system has the following problem: "after 10 uses of reusable fiber, the error message appears and after its replacement with a single use one, the error message is still displayed". No adverse effects to pt were reported.